Event description:
A customer contacted beckman coulter (bec) reporting a leak of a few droplets of fluid leaking from the coulter act diff hematology analyzer. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye goggles, and a laboratory coat at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
Per the conversation with the customer and bec customer technical support (cts), there were two blood clots observed in tubing leading from the white blood count (wbc) aperture bath causing an overflow. The customer replaced the tubing, which resolved the leak. Lab personnel ran qc and verified instrument performance. The instrument is currently performing within specifications. Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).